Event description:
It was reported that during implant, when the ra lead was connected to the lv port on the device header, high, out of range pacing lead impedance, no capture, and no sensing were observed. Lead measurements were normal when tested with the system analyzer. Device was not implanted. The patients condition was good.

Manufacturer narrative:
(B)(4). The reported impedance, sensing, and capture anomalies were confirmed in the laboratory. The device was tested on the bench and noise was noted on the lv channel. The lv lead bore was inspected and foreign material on the ring spring was found to be the cause of the reported field events.